Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "nail fracture loss due to pseudarthrosis. Replacement with artificial head. Surgeon said that it occurred by non-union".

Event description:
As reported: "nail fracture loss due to pseudarthrosis. Replacement with artificial head. Surgeon said that it occurred by non-union".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a patient (no data provided) had been treated with above nail on (B)(6) 2022. On (B)(6) 2023. The patient was revised with a hip due to nail breakage. It was reported the patient suffered from pseudarthrosis resp. Non-union. Implant breakage due to non-union is clearly pointed out in the labeling. If more information or the item itself is provided, the case will be reassessed. According to the treating surgeon nail breakage was caused by non-union. Based on investigation, the root cause was attributed to a patient related issue.